Event description:
A customer reported mild light sensitivity five months after bilateral lasik in the right eye. Another report is filed for the left eye. Additional info has been requested.

Manufacturer narrative:
Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available.(B)(4).